Manufacturer narrative:
Isi received and evaluated the endowrist one vessel sealer instrument involved with this event. Failure analysis was able to confirm the customer reported complaint of did not produce energy when engaged. The instrument was found to have a dislodged grip tip at the distal end resulting in cautery issues. The instrument passed electrical continuity and grip force tests. The instrument exhibited a dislodged electrode that resulted in a failed gap test. A lack of sufficient gap between both electrodes can result in a short during energy delivery, attempting to seal or cauterize thin tissue size. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted procedure, the endowrist one vessel sealer instrument allegedly did not seal the patient's tissue. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event if the failure mode was to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist one vessel sealer instrument did not produce energy. There was no report of patient harm, adverse outcome or injury. On 06/12/2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr stated that as he entered the or he was told that from the get go the endowrist one vessel sealer instrument did not deliver energy. The csr stated that the customer did hear the audible tones indicating the sealing cycle was complete; however, there was no energy delivered and it never sealed. The csr stated that he did not have any further information regarding if there was tissue effect, size or integrity of the tissue. The csr also confirmed that the erbe generator did not generate any messages. The csr stated that the site used another back up endowrist one vessel sealer instrument to complete the procedure with no further issues. He also confirmed that there was no injury or adverse events secondary to this.